Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a smaller-than-dinner meal while consuming a bedtime snack, leading to a mismatch between carbohydrate intake and the meal announcement, with a documented low of 47 mg/dl lasting approximately 2.5 hours and no use of backup therapy or medical intervention. Symptoms included hypoglycemia without reported loss of consciousness, dizziness, or other acute sequelae. Outcomes included temporary impairment due to low blood glucose without hospitalization or emergency treatment. Investigation included review of device data and user logs and provision of troubleshooting and education. Investigation of this case revealed user-related meal announcement error associated with incorrect meal type selection for the snack. It was concluded that the event resulted from user error related to meal announcement, and the patient received education on correct snack announcements.